Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery, when severing rectum tissue on the 1st firing, after fired, noted some staples malformed with irregular shape( with straight leg). Changed another psee60a, after fired, could not open the jaw. Repeated many times to open the jaw(followed up IFU).changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.